Event description:
The customer reported that while the unit was in use on a pt, the unit lost the display, an alarm sounded after 30 seconds, and an electrical failure code 120 (monitor keypad up failuru) was generated. The pt was switched to another unit and therapy was continued. No pt injury was reported.